Event description:
The customer reported that the information center did not display an alarm.

Manufacturer narrative:
(B)(4). The customer reported that the information center did not display an alarm. As of (B)(6) 2010, there is no information available that confirms the alarm was not functioning. Based on the initial investigation, from a clinical perspective, the customer allegation could also mean that a patient alert remains unheard, therefore, philips is reporting this in abundance of caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.